Event description:
It was reported during a shoulder orthoscopy surgery, when the surgeon tried to insert the anchor in desired hole, the anchor broke. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected d10 : quantity 3 part # 912031 jgrknt 1.5mm #2 mb sngl 2 mb sngl lot # 0002392612 visual examination of the returned product identified that the anchor is fractured where the sutures are inserted and the base remains at the tip of the inserter. The fractured piece of the anchor was not returned for evaluation. The remaining piece of anchor is in place at the tip of the inserter with the sutures running over the top of it. The sutures remain threaded through the shaft, down to the handle with the suture card still in place inside the handle. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.